Event description:
It was later reported that the patient had been trying for weeks to get an appointment with an interstim specialist. The patient finally was supposed to have her appointment today but the manufacturer's representative didn't show up. The patient wanted to get in touch with a representative herself. The patient got upset and disconnected the call. During the call the patient mentioned she has read things all over the internet about how our devices malfunction. Patient services asked if caller had further information regarding these events. Caller does not want to provide further information regarding this statement. The patient repeated the information about how the device shocks/jolts her in her crotch.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v970032, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the device was malfunctioning and jolted her whenever it ¿pleases.¿ this sent her into screaming pain.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect and no stimulation sensation from their implantable neurostimulator (ins). It was noted that the patient saw their urologist last (B)(6) 2014 as they went for kidney dialysis and was told that they should try ¿other channels¿ because if they left it on the same channel the nerve will become fatigued. The patient it wasn¿t until today that they tried changing them and noted that they tried each of the different programs and noticed that they were not feeling the stimulation, even at the highest setting. The patient stated that before switching programs they would adjust the level so they just felt the stimulation then and then decrease it one notch so they would not feel it. The patient stated that they do not recall why they do it this way. The patient noted that they don¿t know how long it has been since they noticed they were voiding more as they had been going through a lot of other issues. The patient also stated that it had been a while since they have used the programmer unit to check or adjust the stimulation. The patient stated that they wanted to know why they were not feeling stimulation on any of the programs event at the highest setting. It was noted that the patient did not have the programmer with them last friday¿s appointment so the healthcare professional (hcp) could not check the ins system but was going to call to schedule an appointment. The patient requested help to ¿reset¿ the device therapy as they felt no stimulation. It was clarified that the patient wanted to ¿take all programs from 8.5 to zero.¿ additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Event description:
It was later reported that the patient had "maxed out" her stimulation on all 4 channels and felt no stimulation on any program . The patient first noticed symptom return with urination about 2 months ago. The patient checked her programming 1 month ago and set her stim as high as it would go but she could not feel stim on any program. The patient reported issue to the doctor 1 month ago but still hadn't gotten reprogramming. The patient had been back to implant doctor but he had only checked her current programs on her patient programmer. It was noted that the patient had already tried and both her and the doctor got the same result - no stimulation felt on any program. The patient was experiencing a shocking or jolting sensation. It was noted that the stim jolts her "whenever it wants." Yesterday, the patient lifted her leg to scratch her foot and she was "jolted.". The patient was in the bathroom today and she was jolted . The patient had tried to "mimic" the movement to make it happen again but it doesn't. The patient was going to shut the device off until she can be seen because it wasn't working anyway. The patient was working with the doctor's office and the manufacturer's representative to work out the details to be seen.